Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2003: patient presented with following pre-op diagnoses: left l4 radiculopathy with ongoing radiculitis. Degenerative disc disease, lumbar spine. Herniated disc. Mechanical back pain. For which, patient underwent: decompression (multifactorial) at l4-l5. Microscopic nerve root dissection l5. Open reduction and segmental internal fixation of l4-l5 and l5-s1. Posterior spinal fusion, l4-l5. Posterior spinal fusion l5-s1. Interoperative fluoroscopy. Interoperative plasmapheresis. Bone graft (lc). After which patient had following post-op diagnoses: left l4 radiculopathy with ongoing radiculitis. Marked reactive dense adhesions with reactive tissue left l5 nerve root. Per op notes, using interoperative fluoroscopy l4-l5 and the sacrum were identified. A 6.5 45 mm screw was inserted into vertebral bodies of 4 and 5 and 6.5 40 mm screws within the sacrum, itself. A posterolateral inter transverse process fusion was accomplished with the use of autologous bone graft in combination with coral supplemented by autologous growth factor that was gleaned from interoperative plasmapheresis performed during the case for augmentation of posterolateral and intertransverse process fusion which was further applied with an application of bmp in a burrito style fashion which successfully completed posterolateral intertransverse process fusion. A rod was then appropriately contoured and placed into the tulip receptacles of the blackstone spinal screw system with the screws applied, secured into position which stabilized the segment. After which, all areas were checked and the wound was closed in multiple layers. Patient tolerated the procedure well with no complications reported. It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.